Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  corrected: h6 (device).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicated patient received a left attune total knee arthroplasty, utilizing depuy bone cement. There were no reported patient harms or product failures, nor indication of a knee revision surgery. Doi: (B)(6) 2016; dor: unknown; (left knee).